Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe swelling, pain, hardened nodules, sinusitis, biofilm and "not feeling well" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for reported events of inflammation, skin irritation, edema, pain and patient problem/medical problem: "precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ any other undesirable side effects associated with injection of juvéderm® volbella¿ with lidocaine must be reported to the distributor and/or to the manufacturer."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the upper and lower lips. Prior to injection, the patient was given antiseptic alcohol 70%. There was no complication after the injection. About 2 months later, the patient reported to the healthcare professional that they had developed "very swollen lips, more swollen than after the procedure." Two weeks prior to contacting the healthcare professional, the patient had developed a toothache with "spontaneous resolution." The week before that, the patient had developed a "mild cough, no fever, and associating with allergic symptoms." These events prior to reporting to the healthcare professional were not considered to be related to the device. The patient was treated with prednisone "in this period." Two days later, the patient was reviewed and noted that the "lips were less swollen from the previous report, but with hardened nodules" and did not report pain. Patient continued with prednisone and also treated with clavulin as well as amoxicillin and there was no improvement after 3 days. Patient was "oriented to make a dental cleaning (the patient uses fixed braces)." On the following day, the patient returned reporting "a lot of pain in the nodules" and noted that the "lip swelling worse upon waking and improves a bit throughout the day." The patient also noted that the "pain relieved after the prednisone dose in the morning." The patient's symptoms became critical and they went to the hospital because the patient "was not feeling well do to the adverse event." The patient's lips were "swelling more and more even taking corticoids." Even after 6 days of prednisone and 3-4 days of antibiotics, the patient had "severe swelling in lips." A consulting doctor noted a "possibility of biofilm." Patient was then also treated with hyaluronidase with little effect. Patient has testing with CT scans, urine culture, antibiotic sensitivity and bloods tests which showed "sinusitis, with total obstruction and opacification of the maxillary sinus." Patient was treated with additional hyaluronidase the following day with "partial improvement" and presence of hardened nodules. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: the patient's visit to the hospital was to the emergency and was discharged after the diagnostic testing was completed. The patient was also treated with clarithromycin, ciprofloxacin and hyaluronidase. The patient still has "many nodules in lips and often has lip swelling" despite treatment.